Manufacturer narrative:
Pending receipt of involved device.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of d1000 tego connectors and unspecified dialysis set up. The initial information received reports ". Initial tego use (placed same day) ". Leaking blood. The device was removed and replaced. There were no reported patient injuries, changes in baseline status and or adverse consequences. The involved device is reportedly available to be returned for analysis and investigation.